Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a review of the system service history, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved replacing tubing by the fse through standard troubleshooting procedures, which resolved the issue. Review of the instrument service history did not identify any other issues that may have contributed to the current event. Tracking and trending did not identify an adverse trend for the tubing which was replaced on the architect c16000 analyzer. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.

Manufacturer narrative:
It was identified on (B)(6) 2016 that the date in g4, of the initial manufacturer report, incorrectly documented the received date as (B)(6) 2015 and should have been (B)(6) 2015. This follow-up report is being sent to correct that date.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated creatinine results while using the architect c16000 analyzer. The customer provided the following results for one patient: on (B)(6) 2015: sid (B)(4): initial result: 255.5 mmol/l (converted 2.89 mg/dl), retest result: 73.4 mmol/l (converted value 0.83mg/dl). There was no adverse impact to patient management reported.